Event description:
It was reported that a uv flash transfer set was difficult to spike into a y-set. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been returned to baxter for analysis. A broken spike was noted during visual inspection. Additionally, leak testing revealed a leak at the broken spike. Clear passage testing and clamp functional testing showed no issues related to the reported problem. The problem was confirmed through sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.